Manufacturer narrative:
Further information received states the cup was not revised and therefore not the subject of the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for pain.